Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient came to the office a few weeks prior to (B)(6) 2018 with a pocket surgery side that looked infected. There was pain, redness, and swelling. The patient was put on an antibiotic. When the patient came in on (B)(6) 2018 for an appointment in the clinic, the pocket side looked still infected so they were sent from the clinic to the surgery for an explant of the ins. There was no information regarding environmental/external/patient factors that may have led or contributed to the issue and no diagnostics were performed. The customer refused to return the ins for analysis, and instead it was sent to the lab for culture. The ins will not be replaced in the future. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.